Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired.

Event description:
It was reported to boston scientific that an advantage fit was used on an advantage sling placement procedure. According to the complainant, during the procedure, the physician followed the directions for use when they were implanting the mid-urethral sling. Bladder was deflected as indicated. After closing the vaginal mucosa, two cystoscopies were done to double check if the ureters were working fine. The ureters worked fine and there was less than 50cc of blood loss noted. Post procedure, a scan was done and a mass around the rectum was noticed. Vital signs were low so two bags of blood were transfused. The patient's condition at the conclusion of the procedure was reported to be fine.